Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas e 801 module. The initial troponin result was 4.3 pg/ml. The result was reported outside of the laboratory. The repeat result was 7.9 pg/ml. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found overdue measuring cells and a bent sipper nozzle. Measuring cells were replaced and the sipper nozzle position was corrected and readjusted. An instrument check and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue.